Event description:
It was reported that the physician had difficulty placing the left ventricular (lv) lead due to patient anatomy. The lv lead tested with high threshold when it was implanted. The lv lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).